Manufacturer narrative:
For both of the reported events, the devices were returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model mc1820 biopsy instrument experienced self-activation and failure to fire. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. Patient age, weight, and gender were not provided for both patients.

Manufacturer narrative:
Of the two devices, both of the lot numbers were provided, and a lot history review was performed. Of the two reported malfunctions, both devices were returned for evaluation. Self-activation was confirmed for both of the devices and failure to fire was confirmed in one of the devices, but was inconclusive for the other. A root cause has not been determined. The devices were labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model mc1820 biopsy instrument allegedly self-activated and failed to fire. This information was received from various sources. The alleged malfunction involved a patient with no known impact to the patient. Patient age, weight, and gender were not provided for both patients.